Event description:
It was reported that the customer received motor error alarms on the insulin pump during basal rate insulin delivery. The displacement verification passed. Customer stated the motor error recurred, following insertion of a new reservoir. The customer's blood glucose was 176 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received unable to prime during the prime/a33 test and motor error alarm during basic occlusion test due to protruded loose drive support disk. The motor passed motor test. The insulin pump has minor scratched lcd window, cracked case near the display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and cracked reservoir tube.